Event description:
Information was provided that during an angiography procedure for a aorto-femoro through the brachial, the catheter ruptured within the patient during the attempt to flush the catheter. All parts were successfully removed.

Manufacturer narrative:
Evaluation: the device was returned in a used condition. An examination confirmed the tubing ruptured approximately 62cm from the distal end of the strain relief. It should be noted that the tubing was kinked, approximately 20cm from the rupture and also kinked at the proximal sideports. Considering the condition of the device, it is feasible to say the device was overly pressurized during injection due to the kinks, which resulted in the rupture.